Event description:
It was reported that the patient presented with back and lower extremity symptoms that were not responsive to non-surgical treatment including physical therapy, epidural injections, anti-inflammatories, and narcotic pain medications. The patient was diagnosed with multi-level lumbar disk degeneration, l5-s1 spondylolytic spondylolisthesis, retrolisthesis l4 on l5, retrolisthesis l2 on l3 and lumbar curve. The patient underwent a left sided tlif l4-s1 and right-sided tlif l2-l4 using posterior instrumentation, rhbmp-2 in the anterior disk spaces, and bmp in interbody cages. No complications were noted. 4 days post-op, the patient presented with a diagnosis of lumbar spondylosis. Ap and lateral x-rays indicated 'multiple small metallic fragments overlying the pelvis on the right most likely from previous gunshot injury' stable postoperative changes extending from l2 down to s1. At 187 days post-op, the patient presented with low back pain and pain in both legs. CT scan was interpreted as follows: 'good position at all of the pedicle screws with no fracture or evidence of mild resorption or disruption' effusion noted with pedicle screws of the l2-l5 levels noted. The screws are well seated with no adverse reaction. There is mild subluxation of l3 with respect to l2 of approximately 5mm. Aside from the surgical changes. No bony abnormality can be identified. Soft tissue evaluation is nondiagnostic. Homogenous soft tissue density is seen from the posterior margins of the vertebral bodies thru the entire area with no definite visualization of the thecal sac or separation of the thecal sac from nonspecific density. At 503 days post-op, the patient underwent removal of posterior instrumentation l2-s1 and exploration of the fusion due to symptomatic posterior instrumentation, failed back syndrome, and intractable low back pain. The fusion was confirmed to be solid. No complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.